Manufacturer narrative:
The device was returned to zoll medical corporation and there was no evidence that fluid was spilled inside the device or the output was out of specification. The device was put through extensive testing without duplicating a malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that fluid was accidently spilled onto the defibrillator and may have spilled inside. Biomed testing the device's defib output following the event suggests it was out of specification without further details. Complainant indicated that there was patient involvement when fluid was accidently spilled onto the defibrillator.